Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing anal rehabilitation use tens at a current of 50hz. The patient is being treated with dbs for leg tremors, and during the electrostimulation using tens they experience trembling legs. The physiotherapist asked if the electro-stimulation can affect the patient's dbs.

Manufacturer narrative:
Added additional device code. If information is provided in the future, a supplemental report will be issued.